Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that his son's insulin pump received a open book image on the screen. The customer¿s blood glucose was unknown. Troubleshooting was done for open book image. Customer stated that the insulin pump beeping so the customer removed the battery but it was still beeping and had an image of the insulin pump with an arrow pointing toward the manual. Customer reported they received change battery alarm prior to received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.